Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-431ag, mmt-431ag, mmt-342g, mmt-342g, mmt-342g, mmt-342g, and mmt-7040a. Troubleshooting was performed for the low battery alarm, and the customer received an insert battery alarm. Also, the customer received pump error 23 (post-reset ram crc alarm). Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised to insert a new battery and restart the pump. The pump was not recently placed in storage mode or without a battery for > 8 hours. An error has occurred more than once after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device would be returned. No product return is required for mmt-431ag. No product return is required for mmt-431ag. No product return is required for mmt-342g. No product return is required for mmt-342g. No product return is required for mmt-342g. No product return is required for mmt-342g. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the displacement test, sleep current test and self-test. However, received high active current measurement. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on battery cycle 1.0 received the lowbatteryalert (104) on 06/17/2025 21:42:00 faster than expected at 0.4 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The adapt tool recorded alarm and date/time: 06/18/2025 20:18:11.000 postresetramcrcalarm (23). Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ the sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Unexpected battery power loss and charge/battery lasts less than expected was confirmed. Isolated to electronic assembly. Pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.